Manufacturer narrative:
The customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported by a customer that the display was blank, even when the unit was powered. The device was not in use at the time of the event. There was no patient or user harm reported. Per the diagnostics performed by the remote service engineer (rse), the customer requested the part ID for the user interface. The customer reported that the unit operates fine, but no display. The rse provided the customer with the part ID and latest manual. Further information is pending.